Event description:
Dealer called stating that the legs on the 91-2 shower chair are allegedly bent out. Additional information indicated that the leg was allegedly up across then gently curved down. The screws were loose and allegedly would not tighten. No injury.